Manufacturer narrative:
Title: hybrid pancreatoduodenectomy in laparoscopic and robotic surgery: a single-center experience in china. Source: surgical endoscopy (2021) 35:1703¿1712 published online: 15 april 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study evaluated outcomes of patients who underwent hybrid laparoscopic and robotic pancreaticoduodenectomy. Sixty-four patients underwent hybrid pancreaticoduodenectomy in which specimen resection and gastrojejunostomy were performed through the laparoscopic route and pancreatojejunostomy and hepaticojejunostomy were performed via a robotic approach by the same surgeon at a single institution between july 2016 and june 2019. The stapler was used to transect the jejunum, the distal stomach, and for the gastrojejunostomy anastomosis. It was stated that a stapler with an articulated 60mm staple was inserted through r2 sutured the gastrojejunostomy and manually placed a running suture to close it. The parenchyma of the pancreas was transected using ultrasonic shears, and the pancreatic duct was found and divided sharply with scissors. The parenchyma of the pancreas was transected using ultrasonic shears, and the pancreatic duct was found and divided sharply with scissors. Out of three patients readmitted for post operative bleeding within 30 days, 2 patients died within 30 days.